Event description:
It was reported that during a stent placement procedure in left renal artery via left brachial approach, the stent allegedly got stuck in the introducer valve. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the lifestream products that are cleared in the us. The pro code and 510k number for the lifestream 5f vascular stent products is identified in common device name and PMA/510k. Manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Six images of a lifestream device and stent were provided for review. No images were provided of the sheath or of the stent lodged inside introducer sheath valve therefore conclusions to the alleged issue could not be confirmed. The review of the images confirmed a stent dislodgement. No expansion of the device balloon was evident. The pleats, folds and crimp indentations were intact. The images of the stent observed no evidence of any expansion of the stent. The result of the investigation is inconclusive for the reported failure to advance issue. The root cause for the reported failure to advance issue could not be determined based upon the available information received from the field communications and images review. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: b indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. D warnings: should excessive resistance be felt at any time during the procedure, do not force passage. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Materials required for the lifestream¿ balloon expandable vascular covered stent procedure: heparinized saline, sterile syringes, 0.035" (0.89 mm) guidewire with a length at least twice as long as the endovascular system, introducer sheath or guiding catheter with appropriate inner diameter, balloon angioplasty catheter for pre and/or post dilation if required, inflation device with pressure monitoring capability, diagnostic catheters and accessories, and contrast medium. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion, perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length; covered stent size selection: select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length; endovascular system preparation: carefully inspect the pouch to ensure that the sterile barrier has not been compromised. Carefully remove the selected device from the package; examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use; flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system; air evacuation: a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device, with the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled, induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled, carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon; attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection, and verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent: advance the endovascular system over the guidewire into the introducer sheath, further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release, slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system, and after covered stent deployment, apply negative pressure to the balloon until it is fully deflated. Withdraw the delivery system while maintaining negative pressure with the guidewire remaining across the lesion. Expiry date: 07/2024.